Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 6/9/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - could you please provide the lot number? 10dgb9 - are there any photos of the foreign matter available? - no - was the procedure completed without any adverse effect to the patient?- yes - could you kindly perform and document the follow-up attempt for the product return? - the two boxes with the same lot # are available for return - please provide the source or name of person providing answers to follow-up questions: mm to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported by the ortho clinician that the tech found a hair in a sealed package of a305h when setting up for the case. They grabbed a new a305h with a different lot. Rep pulled all boxes (two) that had the lot associated with the contaminated one. No surgical delay or patient harm was reported. Device is available for return. Additional information was requested.